Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed.

Event description:
It was reported that the stent was unable to be removed. It was stated that the stent was found covered with calculi during the examination in the patient after one month of the placement. The stent was then broken by holmium laser and removed.

Event description:
It was reported that the stent was unable to be removed. It was stated that the stent was found covered with calculi during the examination in the patient after one month of the placement. The stent was then broken by holmium laser and removed. Per follow up via ibc on 16nov2021, the patient was indwelled with the stent for one and a half months and was found to have long calculi. A holmium laser was used to interrupt the pigtail of the stents and the stent was removed. Both stents were used in the same patient who had two indwelled ureteral stents in the ipsilateral ureter. There was no patient injury.

Manufacturer narrative:
The reported event is inconclusive since no sample was returned. A potential root cause for this event could be due to the design of the device. The device was not returned for evaluation. The lot number is unknown; therefore, the device history record could not be reviewed. The instructions for use were found adequate and state the following: ureteral stents should be checked periodically for signs of encrustation and proper function. Periodic checks of the stent by cystoscopic and/or radiographic procedures are recommended at intervals deemed to be appropriate by the physician." H11: section a through f - the information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard.